Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a cut black pulse wire in the monitor's electrode belt cable receptacle. The root cause for the cut wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that a patient was receiving "check therapy pad" messages.